Manufacturer narrative:
Review of the product history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported: "patient, a study subject in the (B)(6) advanced post-market clinical study underwent primary surgery on (B)(6) 2018. Intraoperatively, the surgeon identified a nondisplaced fracture of the calcar both anteriorly and posteriorly. The physician prophylactically placed cables below the lesser trochanter. Surgeon stated that postoperative x-rays demonstrated no evidence of the fracture. Six week postoperative visit data has not been entered into the study database. Per surgeon, it is not possible to know whether the fracture was sustained during broaching or during placement of the stem (study device)".